Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. A microscopic inspection was performed and revealed a hole in the tubing. Functional tests performed include leak testing, clear passage testing, and clamp function testing. The reported problem of leak from the transfer set¿s tubing was identified during the leak test; the cause was determined to be a hole in the tubing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set leaked. This was noted after establishing a connection for peritoneal dialysis using a uv assist device. There was no patient injury or medical intervention reported. No additional information is available.